Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell and the pump touch screen was cracked. Reportedly, only part of the pump was functional. The bottom left portion of the touch screen was unresponsive. There was no known impact to the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.